Manufacturer narrative:
Investigation summary: catalog 442020. Batch no. 4284535. Customer reported a labeling issue. Photo of a bactec bottle with an additional small white label attached to the neck of the bottle was received. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for package integrity. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Process control technician inspects one (1) carton case every 60 minutes for completeness. During the labeling process of bactec products such small white labels are not used. Photo was shared with several departments within the site, and all confirmed the label was not generate at bd cayey. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is confirmed based on photo received. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported prior to using bd bactec¿ peds plus¿/ f culture vials (plastic) the label information listed on one bottle was incorrect. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k173873. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ peds plus¿/ f culture vials (plastic) the label information listed on one bottle was incorrect. No adverse impact was reported regarding the patient or user.